Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report included a copy of the operative report for the laparoscopic repair of a ventral hernia with a composix kugel hernia patch. The operative report noted that the procedure was without complication. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pts' attorney: on (B)(6) 2008, pt underwent laparoscopic ventral hernia repair with a composix kugel hernia patch. Attorney's report of alleged permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.